Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the cause of the issue were due to the fuses. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that optical mode was not working. There was no patient involvement.